Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that the patient experienced a cgm inaccuracy issue which occurred on the same day as sensor insertion on the arm. On (B)(6) 2026, the patient reported that the cgm displayed a ¿low¿ reading while she was at home, which she believed was inaccurate. During the event, the patient experienced nausea and vomiting and drove herself to the emergency room at approximately 4:00 pm. Upon arrival, a blood glucose measurement obtained at the hospital measured 600 mg/dl, while the cgm displayed 67 mg/dl. The patient was treated with insulin delivered through both her tandem mobi insulin pump and intravenous insulin. Prior to discharge, the patient was administered an additional 10 units of insulin. The patient was discharged home on the same day and reported continued use of zofran for nausea. At the time of reporting, the patient described feeling ¿fine.¿ data has been received but is pending evaluation. A follow up report will be submitted upon completion. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the ER, the reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.